Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter closure of ventricular septal defect with aortic cusp prolapse with or without mild aortic regurgitation were reported in a research article in a subject population with multiple co-morbidities including muscular ventricular septal defect with aortic cusp prolapse, and aortic regurgitation. Some of the complications reported were aortic valve insufficiency, pulmonary hypertension; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: transcatheter closure of ventricular septal defect with aortic cusp prolapse with or without mild aortic regurgitation: experience from (B)(6) hospital from (B)(6).

Event description:
The article, "transcatheter closure of ventricular septal defect with aortic cusp prolapse with or without mild aortic regurgitation: experience from tertiary care referral hospital from eastern india", was reviewed. The article presented a prospective, single center study to evaluate feasibility, safety, and short-term outcome of transcatheter closure of ventricular septal defect (peri-membranous or outlet muscular) with aortic cusp prolapse with or without mild aortic regurgitation. Devices included in the study were amplatzer duct occluder, amplatzer duct occluder ii, konar-mf occluder, and cera muscular ventricular septal defect occluder. The article concluded that transcatheter closure of ventricular septal defect with aortic cusp prolapse with or without mild aortic regurgitation in selected patients is technically feasible and safe with high procedural success rate. [(B)(6)]. The time frame of the study was from january 2018 to december 2023. A total of 68 patients were included in the study, of which 48 (70.6%) received an abbott device. The average age was 68.87 months, the average weight was 18.37kg, and the gender ratio was evenly split (34 out of 68 were male). Comorbidities included muscular ventricular septal defect with aortic cusp prolapse, and aortic regurgitation.